Event description:
The customer reported to olympus, that during a diagnostic colonoscopy using this evis lucera elite colonovideoscope, the angulation made a loud snapping noise and became very stiff. The procedure was cancelled, due to issues with the patient. The patient was fine and was discharged. The procedure was not rescheduled. The device was inspected before use and was fit for purpose. There was no medical intervention required. The customer reported, they had a good stock of scope and a loan is not required. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. The evaluation confirmed the reported problem. The device was reviewed externally to check for any faults that could be associated to the customers reported angulation fault. The angles were found to be straining, with a large amount of play on the down angulation. The device was disassembled, and the angulation investigated internally, the angulation on initial inspection looed intact. Further investigation revealed, the down chain end housing the stopper had become deformed allowing the stopper to jump within the housing creating the loud snap. It was determined, that the down angle chain end became damaged after the stopper jumped under strain, making the snap sound. Additional evaluation findings: were failed air channel volume and water removal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the w-mount moved and hit the deformed c-end each time the user angulated the device. The deformation of the c-end was likely caused by stress applied to the device during usage. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope /inspection of the bending mechanisms¿ this supplemental report includes information added to d8. Also, a correction has been made to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.